Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer reported that she had to call paramedics for the low blood glucose. The customer reported that she over bolused. The customer's blood glucose was 73 mg/dl at the time of the incident. The customer's blood glucose was 40 mg/dl at the time of hospitalization. The customer stated that the paramedics gave her IV fluid and her blood glucose went up to 319 mg/dl. The customer declined to troubleshoot at the time of call. The insulin pump will not be returned for analysis.